Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-oct-2019 with the following findings: during investigation, the pump was returned with a dim/pink screen and battery compartment crack at left side of grip. The available total daily dose (tdd) history for 2019 indicates the pump was operating as intended. The pump passed all required testing for history settings. The complaint regarding history setting issue was reported on (B)(6)/2017. According to the pump history the pump was in use for deliveries until (B)(6) 2019. Due to continued use all pump history has been overwritten for 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.